Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) patient reported experiencing shortness of breath and dizziness when walking. It was also reported question regarding device longevity and best estimates to elective replacement indicator (eri). Subsequently, the ipg was explanted and replaced. No patient complications have been reported as a result of this event.